Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08700 inches. No insulin flow blocked alarm during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 440 mg/dl. The customer¿s blood glucose at the time of incident was 440 mg/dl and customer's current blood glucose level was 316 mg/dl. Customer¿s other blood glucose level are 180, 270, 316 mg/dl. The customer experience symptoms like vomiting and the chest pain as a result of high blood glucose. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. The customer had using insulin pump system within 48 hour of reported high blood glucose. Based on customer report customer does not allege . The insulin pump will be returned for analysis.